Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device under-delivered, as the device completed earlier than expected with fluid remaining in the reservoir. The device may have been programmed for a lower volume, as the medication label indicated 500 ml while the programmed volume was 227.5 ml. The medication infused was vincristine, doxorubicin, etoposide with programmed rate at 1.5 ml per hour, the remaining volume was 22 ml, and volume given was 226 ml. The event occurred during infusion, with patient involvement and no harm.

Manufacturer narrative:
H4 - device MFR date - updated the suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.